Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire fracture occurred. Vascular access was obtained via the right brachial artery. The 90% stenosed, eccentric shaped, significantly bent (>45° and <90°) de-novo lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The lesion was pre-dilated. After one pass with this 330 rotawire guide wire, the physician used a non-bsc catheter to check the lesion and found that the distal rca was still severely calcified. The same rotawire guide wire and rotablator devices were used; however, the physician tried to use the burr to cross through the rotawire guide wire and found that the about 7cm of the rotawire guide wire fractured in the rca. An attempt was made to withdraw the wire but failed. It was noted that the vessel was " damaged" by the guide wire. The procedure was completed by deployment of three non-bsc stents which covered the fractured wire. It was noted that the devices were well apposed. No patient complications were reported and that patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire fracture occurred. Vascular access was obtained via the right brachial artery. The 90% stenosed, eccentric shaped, significantly bent (>45° and <90°) de-novo lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The lesion was pre-dilated. After one pass with this 330 rotawire guide wire, the physician used a non-bsc catheter to check the lesion and found that the distal rca was still severely calcified. The same rotawire guide wire and rotablator devices were used; however, the physician tried to use the burr to cross through the rotawire guide wire and found that the about 7cm of the rotawire guide wire fractured in the rca. An attempt was made to withdraw the wire but failed. It was noted that the vessel was " damaged" by the guide wire. The procedure was completed by deployment of three non-bsc stents which covered the fractured wire. It was noted that the devices were well apposed. No patient complications were reported and that patient's status is stable.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated device evaluated by manufacturer: examination of the returned complaint device revealed that the spring tip was detached/separated, and was not returned. A visual and tactile inspection was performed and found that the device was received fractured at approx. 317.9cm from proximal end. All the outer diameter measurements are within the specifications. The fractured section was sent to the mtac lab for analysis. The mtac analysis concluded that the fracture occurred due to a fatigue event followed by a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire fracture occurred. Vascular access was obtained via the right brachial artery. The 90% stenosed, eccentric shaped, significantly bent (>45° and <90°) de-novo lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The lesion was pre-dilated. After one pass with this 330 rotawire guide wire, the physician used a non-bsc catheter to check the lesion and found that the distal rca was still severely calcified. The same rotawire guide wire and rotablator devices were used; however, the physician tried to use the burr to cross through the rotawire guide wire and found that the about 7cm of the rotawire guide wire fractured in the rca. An attempt was made to withdraw the wire but failed. It was noted that the vessel was " damaged" by the guide wire. The procedure was completed by deployment of three non-bsc stents which covered the fractured wire. It was noted that the devices were well apposed. No patient complications were reported and that patient's status is stable.